Manufacturer narrative:
As received, a partial distal portion was returned in one piece. The impedance test could not be performed due to damaged condition of the lead as received. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their right ventricular lead impedance and capture thresholds gradually trending upward. The lead impedance was eventually noted to be out of range as well. The lead was explanted and replaced during a procedure on (B)(6) 2021. During the procedure, there was some difficulty extracting the lead. The patient's condition remained stable throughout the event.